Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801400, m/l taper kinectiv neck, 61956654. 00875705802, continuum shell, 63290513. Unknown liner, unknown part and lot. 00877504002, biolox head, 2823276. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. As reported the patient's surgical wound site/incision had some abnormal or unexpected redness. This deviation signifies an alteration in the wound healing process. The patient had several comorbidities such as elevated bmi, cardiovascular, and liver disease that would have contributed to this event. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01331, 0001822565 - 2021 - 01332, 0001822565 - 2021 - 01333.

Event description:
It was reported that patient presented to physician approximately 2 weeks post initial right hip procedure with lateral redness in a well-approximated, almost healed incision. The patient was placed on oral antibiotics and instructed to return in one week for a follow up. Upon return, it was noted that the incision was completely healed. No further complications were reported concerning the incision. Attempts have been made and additional information on the reported event is unavailable at this time.